Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. The tip profile of the device showed no defects. Positive pressure was applied and a leak was noted. A further microscopic analysis revealed a longitudinal tear measuring 41mm in length in the balloon body. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to the tear. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on preliminary device analysis received on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. Vascular access was obtained utilizing a retrograde approach. The target lesion was located in a shunt of the forearm. The 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation and the device was unable to cross the lesion. The procedure was completed successfully with another size of the same device. No patient complications were reported and the patient status was good. However, preliminary device analysis revealed a balloon tear.